Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during routine replacement of this implantable cardioverter defibrillator (ICD), the header was observed to be a little loose upon removing the device from the pocket. It was reported that a clamp was used to remove the device from the pocket and when pressure was applied to the header with the clamp, the header moved a little bit. The device was successfully explanted and replaced. No adverse patient effects were reported.